Manufacturer narrative:
Result: timing link, main control module.

Event description:
It was reported by service report that the pt head right siderail timing would not lock in the up position. It was further reported the bed could not be moved up or down. It is unk if there was pt involvement or if there were adverse consequences to report.